Event description:
Reporter indicated a pt's vns generator was displaying a magnet activation display error upon interrogation. Attempts for programming history to further study this event are in progress.